Event description:
It was reported that the external pulse generator had no outputs. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of specification. Upper case is damaged. Lower case is broken. Lead flex cover is corroded. Battery contacts are compressed. Keyboard window is scratched. Serial number label is torn.